Event description:
It was reported that during a stenting treatment procedure a stent was found damaged. The 99% stenosed lesion was located in a calcified, moderately tortuous distal right coronary artery. A 2.5 x 15mm non-bsc balloon catheter was selected and advanced to pre-dialate the target lesion. The 28mm x 3.50mm taxus element mr stent delivery system (sds) was then inserted but could not cross the target lesion. Upon removal of the sds, it was discovered that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).